Event description:
It was reported that the patient experienced infusion sets tubing leakage event on 23 mar 2026. Due to the event, patient experienced high blood glucose level and was treated with correction injection via multiple daily injection. The leakage was at the site. The infusion set was ins use for two to three days. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.